Event description:
The customer reported that the sys displayed a checksum error message and would not boot up. This error means the sys detected a failure while checking all aspects of software and hardware during booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the technique processor and the sram memory card. The system operates as intended.